Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2022 10044.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position. During the procedure, the sheath was inserted without resistance. The valve was prepped on the back table without complication. The valve was inserted and upon the first loading step, the catheter pulled back and the team could not get the catheter to pull to transition. The fine adjustment wheel would not move the balloon at all. The system was reset to its original position and still could not pull the balloon into the system. The physician tried to pull the balloon into the valve but still could not get the balloon into the valve. At this point, the team decided to remove the system and put a new one in. Upon pulling the system down to the sheath, the strut caught on the sheath flared, and the valve came off the balloon. The catheter with the balloon and nose cone in its entirety was removed. Visible damage was noted to the balloon but without injury to the patient. The valve was pulled down and deployed above the bifurcations, below the renals, and approximated to the wall with an endovascular stent. The second sheath and valve were inserted without issues and the valve was successfully delivered. The patient was sent to the cardiovascular unit in stable condition. Upon follow-up with the fcs, there was no difficulty inserting the commander through the sheath. The initial sheath was intact with no damages upon removal. The valve alignment was attempted in a straight section of the anatomy. There was balloon damage almost circumferential at the tip. There was no note of any issues or contrast leaking during deployment and the balloon was removed whole without the valve. There was no bent strut visible on fluro, until we were trying to remove the system as a whole, then a strut was bent as it was pulled back to the sheath and that is when the valve was dislodged from the system and the balloon came out as a whole with the sheath , wire intact through the valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: clinical code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "navigate and position catheter to target location - valve alignment difficulty or inability - fine adjust", "navigate and position catheter to target location - valve alignment difficulty or inability - gross alignment", "withdraw catheter and valve through vasculature / sheath - thv dislodged off balloon during withdrawal through sheath", and "general risk - failure - system component damaged" were unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Navigate and position catheter to target location - valve alignment difficulty or inability - fine adjust, navigate and position catheter to target location - valve alignment difficulty or inability - gross alignment: as reported, "the valve was inserted and upon the first loading step, the catheter pulled back and the team could not get the catheter to pull to transition. The fine adjustment wheel would not move the balloon at all. The system was reset to its original position and still could not pull the balloon into the system. The physician tried to pull the balloon into the valve but still could not get the balloon into the valve." It is possible that tension was introduced onto the delivery system and resulted in the reported multiple attempts to align the valve onto the valve alignment markers. The exact cause of tension is unknown. However, it is possible that valve alignment was performed in a tortuous (non-straight section) vasculature as observed. This can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving" (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. As such, available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section, built up tension) may have contributed to the complaint event. Withdraw catheter and valve through vasculature / sheath - thv dislodged off balloon during withdrawal through sheath: as reported, "upon pulling the system down to the sheath, the strut caught on the sheath flared, and the valve came off the balloon." Potential sources of high withdrawal forces include tortuous patient anatomy as observed. The presence of tortuosity can result in the creation of sub-optimal angles during delivery system withdrawal that may lead to non-coaxial alignment. Such non-coaxiality can contribute to withdrawal difficulties as the crimped valve likely caught on the sheath tip, causing bent outflow struts as reported which potentially snagged on the sheath tip, prevented further withdrawal into the sheath and ultimately dislodging the thv off the inflation balloon. Available information suggests patient (tortuosity) and procedural factors (non-coaxial withdrawal, withdrawal of bent strut) contributed to the reported event. General risk - failure - system component damaged: as reported, "visible damage was noted to the balloon but without injury to the patient." Additionally, it was reported that "balloon damage almost circumferential at the tip with no note of any contrast leakage" after removal of the delivery system from the patient. It is possible that excessive manipulation and/or force used to align the thv onto the inflation balloon, as reported, caused damage to the balloon. If excessive force is applied to the delivery system with crimped thv during insertion, the apices of the thv frame may damage the inflation balloon, causing circumferential damage to the balloon as reported. A definitive root cause was unable to be determined at this time. However, available information suggests procedural factors (excessive manipulation, high alignment forces) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.